Event description:
It was reported that alerts had been generated from this system for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended and right ventricular (rv) intrinsic amplitude out of range. The alerts occurred three days post implant. Review of the data identified no successful atrial threshold measurements since implant, raat was suspended due to low evoked response and atrial capture could not be confirmed due to the absence of paced beats. Presenting electrogram (egm) showed intermittent rv oversensing of the atrial or his signal. Further review of the leads was recommended. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.